Manufacturer narrative:
The technician replaced two bushings and bearings on the brake block mechanism assembly and the brake/steer caster to repair the bed.

Event description:
Info received indicates the brakes lock but the casters move a little.